Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested and was not provided.

Event description:
The customer reported that the battery voltage is 18 volts. Battery voltage is 27 volts on the battery connector on the rear of the device. The customer reported there was patient involvement but no patient harm.